Manufacturer narrative:
Investigation summary: DHR review for batch 6062973: manufacturing date: 02/24/2016 to 03/14/2016. Batch quantity was (B)(4). Batch assembly records were reviewed as part of this DHR review. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 6062973 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Investigation conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the vaccine came out of the bottom of the barrel of the bd luer-lok¿ syringe with bd safetyglide¿ safety needle into the reporters hand while trying to inject vaccine. No reports of serious injury or medical intervention noted.